Event description:
It was reported that during a left lobectomy procedure, the surgeon placed the device on the tissue. The surgeon fired the device. The firing cycle felt normal. When released, it was discovered that there were no staples. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.